Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of below 35 mg/dl. The customer¿s current blood glucose level is 137 mg/dl. The customer was treated with food and glucose tablet. Customer does not allege the insulin pump was over delivering. Customer does not use auto mode. The insulin pump will not be returned for analysis.